Manufacturer narrative:
Manufacturer's report date: 04/09/2015. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified "pump failure" occurred when the anesthesiologist was transitioning a CABG patient off of bypass. The medications infusing were epinephrine and norepinephrine, and reportedly the "patient was hypotensive while the team found IV pumps that were working." Although requested there are no further patient or event details.